Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00130 on (B)(6) 2020. Additional information ((B)(6) 2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the luminometer dark counts, with and without cuvettes, and all were acceptable. Cse also checked the acid and base delivery, water and wash 1 delivery to wash manifold, and confirmed a cuvette bottom out for r2, ancillary, and sample probes. The cse found reagent probe alignments out of tolerance and adjusted them accordingly. The cse also replaced the guide follower block for reagent 1, 2, and 3 (r1, r2, r3) probes, the water reservoir, water system bottle, water pump, and the water bellows pump. System was fully functional upon departure. Siemens also reviewed the data provided and confirmed that the quality controls (qc) ran high at the time of the incident. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the additional information.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
A discordant high cardiac troponin patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.